Event description:
The plaintiff's attorney alleged that the decedent experience cardiovascular events on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009, after the use of the product.

Manufacturer narrative:
This is one event (death) of tree events reported for the same patient involving two separate products; associated mdrs #1225714-2014-02743, 1225714-2014-02744, 1225714-2014-02745, 1225714-2014-0273946, 1225714-2014-0273947, and 1225714-2014-02748.